Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing snapped off the tubing connector, while sleeping. The site location was the patient's upper thigh and the pump was on the same side on the beltline. The infusion had been used for less than one day and they were stored at the room temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation of the returned used device (1 tubing), it was found that the tubing was detached from the tubing connector. No further information available.